Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed no warnings or alarms, however, multiple replace battery alarms were observed in the alarm history on (B)(6) 2014. The pump powered on with a test battery cap. The battery cap was not returned with the pump. The test cap was able to fully tighten to the pump. Evaluation revealed a crack in the battery compartment. There was evidence of moisture contamination found inside the battery compartment. During testing, the pump current draws were found to be within specifications. The pump was removed from the case and no evidence of additional moisture or loose components were observed inside the pump. The issue of short battery life was not duplicated during investigation. Unrelated to the battery life issue, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump had short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).